Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the forceps cannot be inserted due to clogging of channel tube, water tightness was lost due to a crack on grip, adhesives around objective lens had white-clouded area, color ring had a crack, image guide protector had a chip, protector of universal cord on scope connector side had a scratch, switch 1 had a scratch, grip was shaved, universal cord had a wrinkle, universal cord had a scratch, indication on scope connector was peeled, electrical connector had corrosion due to water leakage, adhesive on distal sheath had white-clouded area, adhesive on distal sheath had a crack, adhesive on distal sheath had a chip, bending angle in up direction did not meet the standard value due to wear of angle wire, insulation resistance value did not meet the standard value due to damage on connecting tube, connecting tube had a scratch, and adhesive around light guide lens was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the duodenovideoscope forceps were jammed and could not be removed. It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of jammed forceps was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.